Event description:
It was reported post op xray shows collapse of acculif pl implant.

Manufacturer narrative:
Method: device not returned. Device history review and x-ray review.results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The reported event of post-op implant collapse was confirmed upon review of x-ray images provided. The device is still implanted and was not returned for evaluation.conclusion: the plausible root cause of the reported event is user related. Specifically the surgeon did not confirm the expansion of the implant after releasing pressure as instructed in the surgical technique.

Event description:
It was reported post op xray shows collapse of acculif pl implant.